Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
At the end of the atrioventricular reentrant tachycardia procedure, an epicardial effusion occurred which was confirmed with an echocardiogram and a pericardiocentesis was performed to stabilize the patient. The cause of the effusion is unknown. No patient symptoms were reported. No reported performance issues with any abbott device.